Manufacturer narrative:
(B)(4). Unit passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer states the battery was previously used. Customer stated that insulin pump had battery life was always short. The device will be returned for analysis.